Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in set) alarm on the homechoice (hc) while connected during dwell four of five. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could cause or contribute to the alarm. The technical service representative (tsr) had the hp cycle the power to clear the alarm and the patient was advised to notify their nurse of the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.